Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels of 40 mg/dl and 400 mg/dl. Treated with manual injections. It was also mentioned that the insulin pump kept turning off. Troubleshooting occured. No significant event leading up to the incident was mentioned.